Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit's display was illegible. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to service for repair and stated that there is an lcd issue. Per additional information received from the customer on 12/11/2017, the unit's display was illegible. There was no patient involved.